Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Ventilator interface board was recommended for replacement to resolve the issue.

Event description:
The hospital reported a pressure switch error that may cause loss of mechanical intervention. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4). Device evaluation anticipated, but not yet begun.